Event description:
It was reported that the pump time was incorrect, cause was unknown. It was reported that the customer experienced a low blood glucose (bg) level of 36-37 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.